Event description:
It was reported that a data error alert occurred after the pump's ship date. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that some history logs might have been erased, but this did not affect therapy, and the customer agreed to continue using the pump for insulin therapy.